Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d354trg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Implantable defibrillation lead product ID 694765 implanted: 2011 (B)(6); implantable pacing lead product ID 429688 implanted: 2011 (B)(6); implantable pacing lead product ID 5076-52 implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary # product ID# d354trg. The device was returned and analyzed and no anomalies were found.